Manufacturer narrative:
As received, a complete lead was returned in two pieces measuring 9.5cm and 50.0cm, respectively. The helix was retracted and clogged with blood/tissue. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted, and helix extension length met specification. Electrical testing found a shorting between conductors due to procedural damage. Visual inspection of the lead did not find any anomalies with the exceptions of damage consistent with that occurring at the time of the procedure. The reported event of no capture was not confirmed.

Event description:
Related manufacturer reference number: 2017865-2021-18449, related manufacturer reference number: 2017865-2021-18451. It was reported that the patient presented to the emergency room with inappropriate shock delivered by the right ventricular lead. Phrenic nerve stimulation was observed to be exhibited by the left ventricular lead, and intermittent capture was exhibited by the right atrial lead. Chest x-ray confirmed that the right ventricular, right atrial, and left ventricular leads were dislodged. All three leads were explanted and replaced. There were no further patient consequences.